Manufacturer narrative:
We have just been made aware of this event and we are gathering information towards clarity. A follow-up report will detail our findings.

Event description:
Our rep is reporting that during a routine post-op follow-up examination for a shoulder repair, an x-ray was taken. It was noted that 1 of the 2 versalok anchors used 4 weeks previously for the original repair had started to migrate out of the bone hole into the joint space. A revision surgery was performed in 2007, the floating device was removed from the pt's body. For remedy, the surgeon performed a mini open and used a panalok rc for fixation. This second procedure was completed successfully without further incident or harm to the pt. [This MDR is associated with 1221934-2007-00230, 1221934-2007-002331 1221934-2007-00233, 1221934-2007-00234 & 1221934-2007-00235. This is via the fact that all of these events emanate from the same facility and the same surgeon.]